Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ice block was mostly melted in the cooler heater unit. Ice was brought in to put into the tank to keep the water cold. When rewarming, the process took longer than normal. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: per the user facility's biomedical engineer (biomed), it appears due to a valve issue that heated water was mixing with iced water and the ice block melted faster than usually experienced. Ice cubes were added to the large tank and cooling of the patient was not impacted. During rewarming, it took longer than usual to warm the patient, but this did not impact the length of cpb or did not delay the actual surgical procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.